Event description:
Patient received a heart transplant approximately two months ago. Uneventful post transplant course. This patient was affected by the recent safety alert regarding contaminated organ preservation fluid sent out by the united (B)(6). The organ procurement organization (opo) notified this facility that this patient was affected by the safety alert. The patient is doing well and has no changes in the plan of care as a result of the contaminated organ preservation fluid.